Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Analysis found abrasion from the inside causing the rv cables to come out of the lumen in three different areas. The abrasion under the terminal of the svc shock coil made contact with the rv cables and consequently melted the svc shock coil and the rv cables.

Event description:
Patient had received inappropriate shock for an svt. The device delivered a message stating possible output circuit damage. Low impedance was noted, indicative of an insulation problem. Patient is currently being treated for multiple medical problems. Hence, the lead will be replaced sometime in july.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.